Event description:
This report summarizes one malfunction event. A review of the event indicated that model at120144 atlas pta balloon dilation catheter had a dislocated marker band. Of this event, the device was used on the patient but the patient was not injured. The patient¿s age, sex, and weight were not provided. The at120144 atlas pta balloon dilation catheter was not returned, but a DHR was performed on the associated lot number. Results were inconclusive.